Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clips were used to treat hemostasis during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the red locking piece was removed, and the clip was positioned outside of the sheath by moving the blue grip towards the handle. The clip was opened and closed onto the tissue; however, the clip would not disconnect from the catheter and had to be removed off the tissue. The same problem occurred with the second resolution clip. The procedure was completed with a third resolution clip. There were no patient complications reported as a result of this event.